Event description:
The manufacturer became aware of allegations, that a dreamstation bipap was returned to a third-party service center. The technician confirmed technical findings like corrosion in device and connector oxide in the device. There was no report of patient harm or injury. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.